Event description:
Boston scientific received information that high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and an unknown left ventricular lead. Boston scientific technical services (ts) reviewed the remote monitoring system data for the device and confirmed the allegation of high pacing impedance measurement. Attempts to obtain additional information were unsuccessful. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.